Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Buttons were not responsive. Customer removed the battery to reset the insulin pump, device alarmed a failed battery test alarm. Customer's blood glucose was 150 mg/dl. Customer reported the device was able to rewind. Device was unable to run the displacement test. Customer reported the self test passed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.